Event description:
Two falsely elevated troponin I results were obtained on two patient's samples. The result from the first patient was reported to the physician. The result from the second patient was not reported to the physician. A sequential sample was drawn on the first patient and a result of <0.2 ng/ml was obtained. The original samples from both patients were retested and results of <0.2 ng/ml and 0.338 ng/ml were obtained. The first patient was given a cardiac catheterization. The second patient's treatment was not prescribed or altered as a result of the falsely elevated troponin I result. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. A siemens healthcare diagnostics inc field service representative was dispatched to the account and found no malfunction. The instrument is performing within specifications.